Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient wanted to get an MRI done. No device malfunction was suspected. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an explant procedure.